Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 95% stenosed, 28mm x 3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
A2: age at time of event 18 years or older. The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was detached. No damage was found within the telescope and sheath section of the device; thus, the device appears to be in good condition. Impedance testing shows an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.